Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, that the system was not booting up, anesthesia station is non-functional. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not booting up. The field service engineer replaced the power module, but the issue was not resolved. Windows was buggy during startup and wouldn¿t load into the med app. Then, the field service engineer scheduled a reimage of the station with tsc to resolve this issue. The technical support specialist reimaged the station, and after reimaging, the customer logged in after rebooting the station three times. The system functioned as intended after the technical support specialist repaired the device